Manufacturer narrative:
Device evaluation is not possible as the device remains implanted. Review of MFR records and lot specific complaint history is not possible as lot identification was not available. A two-year complaint history review for the entire family of reform polyaxial screws did not identify a trend for reports of this nature. The root cause of the broken screw could not be determined.

Event description:
It was reported that the pt underwent initial implantation of the reform pedicle screw system on (B)(6) 2013. Subsequent radiographs, taken approximately ten weeks post-operatively, identified a reform 9.5mm pedicle screw located in the ilium had broken just below the tulip. There is no plan to revise at this time.